Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, worn dso seal, and a worn uso seal. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the inoperable latch lock sensor was the root cause and was replaced. Additionally, the dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a latch lock error. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.